Manufacturer narrative:
If explanted; give date: not applicable at this time; however, it was reported that the lens is planned for explant. Serial number was not provided. (B)(4). Attempts were made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported a symfony intraocular lens (iol) will be explanted from the patient's operative eye due to a report of complaints with the symfony iol. No additional information was provided to johnson & johnson surgical vision. Patient had bilateral symfony lens implants. This report represents the planned explant.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Historical data analysis: the complaint history was not reviewed since the serial number is unknown. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, considering the limited information available it cannot be determined if there is a product malfunction. The reported issue could not be verified as product was not returned. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.